Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h6 reported event was confirmed by review of medical records noting the patient experienced a right hip dislocation post total hip arthroplasty and returned to surgery for a revision. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 650-0662 ¿ delta ceramic head ¿ 3030856; 110010264 ¿ g7 shell ¿ 6616952; 51-145140 ¿ taperloc stem ¿ 6228192. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that patient experienced a right hip dislocation after an initial hip procedure and returned to the operating room for a revision the same day. Attempts have been made and additional information on the reported event is unavailable at this time.